Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that when performing the post-MRI pump reset procedure, the volume of undelivered drug remaining in the drug reservoir was less than the expected volume based upon the programmed infusion rate. There were no patient effects reported. The pump flow rate was programmed to 0.0 mg/day, and the reservoir was left empty. The patient reported hearing pump alarms two days prior to the MRI procedure, but this was not confirmed by the patient's health care facility. Pump therapy was intended to treat cancer, and the medication in the pump was changed to saline as the patient was not compliant. The previous pump therapy medication and dosage are unknown.

Manufacturer narrative:
Updated with event updates indicating that the reported event did not involve a malfunction. Updated with manufacturer information. (B)(4).

Event description:
A health care professional reported that the reported event did not involve a product malfunction. There was refill practitioner error when refilling the pump as the incorrect pump volume was programmed during the refill appointment.